Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared.